Event description:
The customer reports that the shock button on the device does not function. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the shock button on the device does not function. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. We will consider this a malfunction of the processor pca that caused the device to fail the shock button.